Event description:
It was reported that a knee revision was performed. There is no information given why revision was done.

Manufacturer narrative:
Please review attached for the investigation results. (B)(4).